Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible elevated troponin (accu tni) results generated by the access 2 immunoassay system on three samples from one patient. The results were reported out of the lab and questioned by the physician. One of the samples was analyzed on an alternate method with result in the normal reference range. There were no reports of death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
Samples were lithium heparin plasma centrifuged for 8 minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse performed hardware protocol and all verification testing met published specifications, no hardware issues were noted. A sample from the patient was sent to customer product line support (cpls) for testing, where a heterophile like interferent was confirmed which is the root cause for this event.